Event description:
It was reported that the user experienced an occlusion alert on the ilet during a meal announcement, encountered difficulty changing supplies, and resolved the alert only after replacing the 23-inch teflon inset infusion set; blood glucose was 391 mg/dl at the start of support and improved after the set change. Customer care provided support that included troubleshooting with the user, verification of site viability, and arrangement of replacement supplies. Investigation of this case revealed an infusion set occlusion associated with the infusion set component that resolved after the supply change, with no further device malfunction observed. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-management with guidance and no hospitalization with blood glucose trending down to acceptable range. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to disposable components rather than a pump malfunction.